Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Altered level of consciousness and confusion was noted on (B)(6) 2019 and computed tomography of head completed and showed no definite acute intracranial process. Subsequent computed tomography's completed on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 which showed no acute abnormalities but chronic ischemic changes were noted. Neurology consulted on (B)(6) 2019 for continued confused states and right side vision deficits. Their note stated "noted that patient has had the same stroke on imaging since (B)(6) in left posterior cerebral artery distribution, which would explain his vision difficulties on the right." Stroke is unknown if to have occurred prior to lvad implant. Neurology consulted and recommended follow up with neuro-ophthalmology low vision rehab as outpatient. Confusion/vision impairment remains the same.